Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. While closing the flap, the stapler was unable to fire. The surgeon could press the green firing button but could not squeeze the handles. The case was completed using a new stapler. No patient injury.

Manufacturer narrative:
The manufacturer was notified about the event on oct 18, 2017. We have requested for the product to be returned. We will be sending a supplemental once we have received and evaluated the device. If information is provided in the future, a supplemental report will be issued.